Manufacturer narrative:
B1 adverse event/product problem updated b2 outcomes attributed to adverse event updated b5 event description updated d6 explant date updated h1 type of reportable event updated additional information received that the patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to initial activation issues of the pump. The pump was explanted and replaced. Device evaluated by MFR: the ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. Product analysis confirmed pump malfunction. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the patient was experiencing pump activation issues after having an inflatable penile prosthesis(ipp) implanted. The entire device was held to operate the pump with the entire hand. The initial squeeze to operate the pump was firm. A revision surgery was performed to remove and replace the device. A patient outcome of stable was reported.

Event description:
It was reported that the patient is experiencing pump activation issues after having an inflatable penile prosthesis(ipp) implanted. A revision surgery is planned for december. A patient outcome of stable was reported.

Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. Product analysis confirmed pump malfunction. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the patient is experiencing pump activation issues after having an inflatable penile prosthesis(ipp) implanted. The entire device was held to operate the pump with the entire hand. The initial squeeze to operate the pump was firm. A revision surgery was planned for december. A patient outcome of stable was reported.

Manufacturer narrative:
Additional information received that the entire device was held to operate the pump with the entire hand. The initial squeeze to operate the pump was firm.

Event description:
It was reported that the patient is experiencing pump activation issues after having an inflatable penile prosthesis(ipp) implanted. The entire device was held to operate the pump with the entire hand. The initial squeeze to operate the pump was firm. A revision surgery was planned for december. A patient outcome of stable was reported.